Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant following a routine echocardiogram vegetation was noted on the aortic valve. The patient was treated with antibiotics, however following a second echocardiogram vegetation was noted on the right ventricular (rv) lead. The complete implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.